Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to attach the maude report. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
A maude database search conducted on (B)(6) 2021 found a maude report number (B)(4). The event description states: "sheath kinked in two locations so we could not get a wire to the right radial coronaries. Had to go through the right groin instead. Manufacturer response for 6fr slender sheath."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned for product evaluation. The returned sample included the sheath. Visual inspection was performed. There were 3 kinks observed on the shaft. The first kink was located right at the hub. The other two kinks were located 1.4cm and 3.2cm from the hub. The sheath was also flattened between 4.3cm to 9cm from the hub. Dimensional testing was performed. Measurements of the ID of the sheath were taken. The ID of the sheath was found to be 0.082" (2.08mm) which is within the manufacturer specification of 1.98mm to 2.13mm. The measurements taken are within the manufacturer's specifications. The complaint can be confirmed for mechanical damage to the sheath. The exact root cause cannot be determined. The likely root cause is the application of bending forces while using the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Pt's weight, ethnicity and race: unk. Implanted date: device not implanted. Explanted date: device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report #(B)(4). The event description states: "sheath kinked in two locations so we could not get a wire to the right radial coronaries. Had to go through the right groin instead. Original procedure was cardiac catheterization lab left heart catheterization (ccl lhc)." Additional information was received on 03aug2021. There was no tortuous anatomy present when the sheath kinked. The patient was in stable condition. There was no blood loss greater than 250cc. The procedure was completed successfully through the right groin instead of the right radial.